Manufacturer narrative:
An event regarding pain involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the super and chs complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.

Event description:
It was reported that: patient is having pain, which keeps getting worse. Update: patient stated he had a right rejuvenate/abg ii in 2010 and is still experiencing pain. Patient has not been revised.